Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a dislodgement. A new lead was implanted to replace the dislodged lead and the pacemaker was upgraded to a cardiac resynchronization therapy pacemaker (crt-p) at the same surgical intervention. No additional adverse patient effects were reported.